Event description:
Healthcare professional reported "rupture". This record is for the left side. The device remains implanted.

Manufacturer narrative:
Continued e1 -- (B)(6). Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Event description:
It has been identified that the device associated with this record is not manufactured by allergan. This record is no longer reportable to the FDA and will be un-reported.